Event description:
The physician noted that the loop was no longer present at the end of the resectoscope. The two portions could be visualized, a small fragment of the tip and then the larger fragment. At this time, the instrumentation was changed to a diagnostic scope with the grasping instruments available. The smaller portion, the metal portion of the loop, was retrieved and brought through the scope. Careful investigation and inspection of the endometrial cavity failed to reveal the larger portion.